Manufacturer narrative:
Additional manufacturer narrative: report of pulmonary stenosis and insufficiency of a bioprosthetic valve implanted in a six year old female patient after an implant duration of approximately four (4) years. As stated above, this patient's history includes pulmonary atresia, vsd, and pulmonary valve replacement at infancy. The surgeon has also stated that this event is patient related and not due to a device quality deficiency. Bioprosthetic valve stenosis and dysfunction can be due to multiple factors. The explanted valve has not been returned for evaluation; therefore, the mechanism leading to the reported stenosis and regurgitation cannot be determined or evaluated at this time. However, it is likely that the patient's medical history and disease stage may have played a role in this case. There is no information to suggest a device malfunction or quality deficiency related to this event. No further action is required at this time, edwards will continue to review and monitor all events. Note that the subject device is indicated for use in the aortic position; this is an off-label use in the pulmonary position.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that the subject edwards valve was explanted from the pulmonary position of a six (6) year old female patient after an implant duration of approximately four (4) years, due to pulmonary stenosis and insufficiency. The subject valve was replaced with another edwards valve same model, size 25mm. The surgeon indicated that this event is patient related.